Event description:
It was reported that during an esopho-gastro duodenoscopy (egd) with stent placement procedure, stent expansion difficulties were encountered. It was noted that the pt suffered a "complete duodenal obstruction" secondary to "garden variety pancreatic cancer". A wallflex enteral stent delivery system (sds) believed to be 25 mm x 90 mm was advanced to the duodenum. Upon deploying the stent, the "stent did not open enough initially to remove the delivery system". After "several minutes", the physician was able to "open" the stent. It was noted that the stent was placed with the proximal end in the stomach and the distal end in the "2nd/3rd [portion of the] duodenum". The procedure was completed and the pt was discharged from the hosp at an unspecified time following the procedure. It was further noted that the "pt is small". At an unspecified time following the procedure, the pt was admitted to a different facility where it was noted that "a very tight waist" remained on the stent. Three days post-procedure, a second procedure was performed at which time the physician reported that "the mid-portion of the stent was so narrowed, [an unspecified] glide wire could not pass through it". The implanted stent was removed and an unspecified wallstent was placed, however, this stent "also had a severe waist". The procedure was completed and the physician planned to obtain an x-ray the following day to "see if [the stent] had expanded". The pt's status and the results of the x-ray are unk.

Manufacturer narrative:
The complainant indicated that the explanted stent was not available for return, and the stent delivery system was disposed of at the user facility; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.